Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid right coronary artery (rca). Prior to use, the 3.5 x 48 mm xience xpedition stent delivery system (sds) not prepped according to instructions per use (IFU). The sds was advanced to the target lesion, and the delivery system balloon was inflated to 15 atmospheres (atm) one time. Under fluoroscopy, incomplete stent expansion was observed, with contrast medium seen as the delivery system balloon had ruptured. Therefore, an attempt was made to remove delivery system and stent into the guide catheter (gc) were attempted but were unsuccessful. The delivery system, stent and gc were withdrawn as a single unit to the rca ostium. The right femoral artery was then punctured to advance an 8fr gc to the aortic arch, and the delivery system, stent and the initially used gw were further withdrawn to the aortic arch. A snare device was used to capture the working guide wire (gw) carrying the stent and pull it into the 8fr gc; however, the stent could not be completely retrieved into the catheter. Therefore, a 6fr gc was advanced into the 8f gc along the wire and using the exchange wire to push the stent while simultaneously pulling it back with a 2 mm unspecified non-compliant balloon, the stent shaft was cut, and the stent was retrieved. The patient required prolong hospitalization and the procedure was continued with implantation of a 3.5 x 48 mm unspecified stent. No additional information was provided.